Event description:
Philips identified a software defect in iscv (intellispace cardiovascular) wherein there was a failure of fetching study. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint. Based on the new information that philips became aware, this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.